Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medications were failed to access in drawer 4.1, which located on gc-16-1. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails were damaged. The field service engineer (fse) identified that a full height drawer replacement was required as the rails were damaged. Fse confirmed that the customer fixed the issue. The system functioned as intended after the field service engineer had investigated the device.